Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue and the patient had a blood glucose (bg) of 375 mg/dl with large ketones and vomiting. The patient was treated with insulin by pump in the hcp's office. The reporter was unable to troubleshoot. This complaint is being reported because the patient experienced hyperglycemia and because of the allegation of inaccurate delivery,